Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. In (B)(6) 2011, the physician implanted an unknown size ion stent in an unknown vessel. In (B)(6) 2013, the patient presented with chest pains. Angiography revealed stent thrombosis. The patient was treated medically. The following day, angiography was performed. The stent thrombosis had improved. Ivus identified the stent may be slightly under deployed, but well apposed. The stent was post dilated with a 4.0 x 8 mm nc quantum apex. Ivus performed after post dilatation showed the stent looked well deployed. Medications given included: plavix, lovenox and integrelin. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).